Event description:
Customer reportedly rec'd results of 100 mg/dl on his compact system and 250 mg/dl on a professional method within 10 minutes. The discrepant results were obtained at a fire station. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact system: test drum lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the compact test drum.